Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient's mother states that she found her son unconscious and she called the ambulance on (B)(6) 2019. She tested her son's blood glucose (bg) levels and his bg levels were so low she could not get a reading. Her son was treated by the paramedic with juice and was place on an intravenous therapy (IV) drip. They were able to get her son's bg levels to 120-125 mg/dl during the ambulance ride to the hospital. His bg levels then dropped extremely low again once they arrived at the hospital so they gave him juice, food, and an IV drip to help stabilize his bg levels again. At the hospital they realized that the omnipod personal diabetes manager (pdm) was delivering 30 units of insulin per hour instead of 30 units per day. The patient's mother stated that the pdm did not give any warnings or give any safety warnings regarding giving too much insulin to her son.